Manufacturer narrative:
The reported events were lead dislodgement and unacceptable threshold. As received, a complete lead was returned in one piece with helix found extended and clogged with blood/tissue. The full helix extension length was measured within specification. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Event description:
Related manufacturer reference number: 2017865-2023-19799. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2023. During examination of leads, computerized tomography scan confirmed that the right atrial (ra) lead and the right ventricular (rv) lead were dislodged. There was elevated capture threshold on both the leads. The physician explanted and replaced the ra and rv leads on (B)(6) 2023. The patient was in stable condition.